Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter lot# ngjw3245 balloon successfully inserted with two registered nurses. After insertion balloon inflated per protocol, when retracted noted leakage and indwelling foley fell out. Upon inspection balloon was not intact nor any saline retained. A second foley catheter lot# ngjw3245 was inserted successfully with 2 registered nurses and after filing balloon with provided 10 cc syringe, foley retracted to stat lock and noted with leakage and foley fell out. Upon inspected foley ballon had burst and no fluid was retained in balloon. Both indwelling foley's with lot number ngjw3245, upon third insertion a new low number of foley catheter. Kits bard 16fr were utilized. Balloon successfully inflated and no leakage, able to stat lock. Crisis nurse notified, all kits from lot number ngjw3245 pulled off floor. During 0130 charge huddle will notify other units of noted defect.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter lot#ngjw3245 balloon successfully inserted with two registered nurses. After insertion balloon inflated per protocol, when retracted noted leakage and indwelling foley fell out. Upon inspection balloon was not intact nor any saline retained. A second foley catheter lot#ngjw3245 was inserted successfully with 2 registered nurses and after filing balloon with provided 10 cc syringe, foley retracted to stat lock and noted with leakage and foley fell out. Upon inspected foley balloon had burst and no fluid was retained in balloon. Both indwelling foley's with lot number ngjw3245, upon third insertion a new low number of foley catheter. Kits bard 16fr were utilized. Balloon successfully inflated and no leakage, able to stat lock. Crisis nurse notified, all kits from lot number ngjw3245 pulled off floor. During 0130 charge huddle will notify other units of noted defect. Per additional information received on 31jul2025, it was reported that no samples are available. No patient harm was reported.